Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Manufacturer report 2955842-2025-29710 documents the second force bipolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced tissue getting caught on the wrist of two separate force bipolar instruments. The procedure was completed with no reported injury or delay. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.